Manufacturer narrative:
The iol power was measured and is correct as labeled. The lens met all manufacturing specifications prior to release. While we were unable to definitively determine the cause of this event, the results of our investigation reasonably suggest it is not manufacturing related.

Event description:
It was reported the iol was removed and replaced without complication, due to the improper lens power implanted initially. No patient issues.